Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient experienced cloudy vision. The patient was prescribed with glasses, but unable to read without them, but things are still cloudy. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been three another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received patient information.